Event description:
(B)(4). Headaches, heart palpitations, forgetfulness, insomnia, painful sex, pelvic pain, severe constipation, stomach/chest pain, worsening back pain. Also has been going on since (B)(6) 2014. Didn't have this selection.